Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: a piv was started using the bd insyte autoguard 24ga x 0.75in which would not allow retraction of the needle. Patient safety review -the spring is very tight, contracted, and a little twisted looking. Normally, when you retract the needle, the spring spreads out long. We are moving forward with an education assessment for our staff. All affected product has been pulled from the shelf and I am monitoring for any further occurrence.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.